Manufacturer narrative:
This report was originally submitted via asr on report ID # (B)(4) in q3/2015 of the asr report submitted to the FDA on #e2011006, which was revoked on 10/02/2017. An initial asr report was filed on 07/30/2015 under FDA exemption number e2011006. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Manufacturer report ID #2124215-2015-06884 corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that this product was part of a system revision due to infection. Additional information was received indicating that the patient had developed swelling, tenderness, fever, and chills after this system was implanted, thus, lead revision was done several days after the implant procedure. A pocket revision was also done several months later due to gradual skin thinning at the pocket over the device. The system was eventually explanted after the pocket exhibited signs of skin breakdown and intermittent purulent discharge. Device erosion was also noted. No additional adverse patient effects were reported. The product was explanted.